Event description:
The patient had a primary reverse shoulder arthroplasty around 2020/21. The patient had a revision for instability on (B)(6) 2021 and again on (B)(6) 2022. The patient was chopping wood and carrying the wood in his affected arm. The patient experienced a dislocation on (B)(6) 2023. X-rays were taken at his local va and it was evident that the polyethylene liner had disassociated. The patient underwent surgery on (B)(6) 2023 to remove the old liner and spacer and replace with new items.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.